Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging that a control solution test performed on the subject meter fell outside of the specified control solution range. The patient reported obtaining a control result of 116 mg/dl, which fell below the control range of "124-166 mg/dl". This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.